Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, some of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Although without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision, considering that there are previous confirmed complaints of this code-batch regarding the same issue, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous confirmed complaints showed that the needle was escaped from the thread. Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, taking into account that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.